Event description:
According to the user facility, the surgeon inserted maryland dissecting forceps through #10 trocar during laparoscopic cholecystectomy. The pt's liver capsule was punctured and the procedure was converted to open cholecystectomy to control resultant bleeding. The pt was discharged with an "uneventful recovery". The exact cause for punctured liver capsule is undetermined. The device was not returned to aesculap, but rather put back into svc. Therefore, the user facility cannot identify which maryland dissector was involved in this incident, but it is believed to be unrelated to the incident as it was found to be functioning properly. This event is occurring below the frequency and severity that is usual for this device.